Event description:
It was reported that a homechoice device experienced an unspecified alarm. It is unknown if the patient was connected at the time of the alarm. This occurred during an unknown stage of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned to baxter healthcare for evaluation. During a review of the event history log, the reported problem of an unspecified alarm was verified and the alarm was determined to be a low drain volume alarm. During the sample evaluation, a visual inspection, and a return instrument test/evaluation (rite) functional test were performed without noting any issues. Upon conclusion of the evaluation, the cause of the problem remains undetermined. Should additional relevant information become available, a supplemental report will be submitted.